Manufacturer narrative:
It was reported that the sponge fell of the tip of an oral care swab and into a patient's mouth. It was not identified at what point during oral care this incident occurred. Reportedly, the sponge was not able to be retrieved. After multiple good-faith attempts, the facility reported that they are unable or unwilling to provide additional patient, product, or procedural information related to this incident. No impact to the patient, the patient's stability, the patient's plan of care, or to the procedure was originally reported. No samples were available to be returned to the manufacturer for evaluation. Due to the reported incident, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the sponge fell of the tip of an oral care swab and into a patient's mouth. Reportedly, the sponge was not able to be retrieved.